Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is user error- poor aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2008, the patient experienced feeling unwell and bacterial peritonitis manifested by cloudy effluent and abdominal discomfort. On (B)(6) 2008, the patient began treatment with vancomycin 2g ip stat, gentamicin 40mg ip stat and ciprofloxacin 500mg 2x/day orally. The patient was treated on (B)(6) 2008 with vancomycin 1g stat ip. On (B)(6) 2008, the patient recovered from the event of bacterial peritonitis. The outcome for the events of break in aseptic technique and feeling unwell were not reported. Dianeal and extraneal were ongoing. The nurse reported that the bacterial peritonitis with culture positive for staphylococcus epidermidis and coagulase negative staphylococcus was not related to dianeal pd4 unknown bag and extraneal viaflex therapies. A causality statement was not provided for the events of break in aseptic technique and feeling unwell.